Manufacturer narrative:
Event is a direct result of the implant procedure.

Event description:
It was reported that a pt developed left vocal cord paralysis immediately following lead revision surgery. The pt had some ongoing right sided paralysis for unk reasons and this did not appear to be related to the device. The pt required a tracheostomy and was following an otolaryngologist for the right side paralysis and did show some improvement. The surgeon indicated that the paralysis of the left side was related to the revision surgery. The pt later died approximately 8 months later as a result of aspiration with the vocal cord paralysis listed on the death certificate as a contributory factor. The pt's death is reported on MDR #1644487-2010-00347.